Event description:
It was reported that during a bleb resection, the device fired and stapled, but would not reopen. The device was reopened and used to complete the case as well as another like device. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.